Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service investigation, the monitor failed the pulse test with associated service code 203. The cause of the code 203 was isolated to a shorted transistor, q12, on the defibrillator board. The root cause of the shorted transistor was unable to be positively identified. No adverse event resulted from the shorted transistor. The last pt to use this belt did not report any deficiencies.